Manufacturer narrative:
The motor was tested outside the device and it passed. The motor may have had an intermittent failure not detected during testing. The device also had minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the insulin pump had alarmed motor error during bolus/basal. Customer's blood glucose was unknown. The device wasn't exposed to an MRI. The alarm had occurred once in the last 30 days. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer agreed to return the device for analysis.